Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/02/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the down arrow and ok keypad buttons have become increasingly unresponsive over the past several weeks. She noted that the down arrow and ok buttons feel soft and do not click when pressed. The patient denied physical damage to the keypad; denied exposing the pump to water; and stated that she carries the pump in her pocket.